Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and urethral atrophy. The aus was explanted, replaced, and the cuff was downsized from 4.0 to 3.5. There were no additional patient complications reported.